Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she went to see her doctor due to unexplained low blood glucose. Customer stated that the blood glucose was 30 mg/dl because his insulin pump was over delivering. Customer stated that she changed the infusion set, and noticed that her insulin pump was delivering all the insulin into her body. Nothing further was reported.